Event description:
It was reported that the litter could not be lowered down due to broken release pedal assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brakes would not engage. This was reported in error as the brakes were fully functional. The actual problem with this unit was the litter could not be lowered down due to broken release pedal assembly.